Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in cardiology office with extreme pocket pain. The left ventricular lead was capped and replaced on (B)(6) 2017 due to loss of capture. The patient experienced severe pocket pain post procedure. The patient wanted to reposition the implantable cardioverter defibrillator to alleviate the pocket pain. During procedure, abrasion was noted on both left ventricular leads. The active left ventricular lead also exhibited loss of capture. The system was extracted and replaced. The patient was stable post-operatively and will continue to be monitored routinely.

Manufacturer narrative:
Analysis was normal. No anomalies were found.